Event description:
During an in-clinic follow-up, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. Abbott technical support was contacted, and ble telemetry was successfully reenabled on the device. The patient was in stable condition.